Event description:
During a pci treatment procedure, the quantum maverick monorail balloon ruptured at 16 atms on the first inflation. The lesion being treated was in the proximal right coronary artery (rca). The physician used a terumo introducer sheath for vascular access, a runthrough guidewire and a 6f machi fr4 guide catheter to cross the lesion. An encore 26 was being used to post-dilate a cypher 3.5/23 stent. No pt injuries or complications were reported. Pt status is reported as "good".